Event description:
It was reported that the tip of a stryker drill bit broke off in patient's left femur during orif. Recon nail. Surgery close to being finished. Drill bit attempted to be removed by surgeon for 20 minutes. Tip of drill bit finally recovered from bone at 0123 after nail removed and incision made larger. Nail replaced in left femur.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.